Event description:
The pump was returned for investigation. Investigation found that display was dim/discolored and contamination was found with the keypad buttons, this report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages including torn keypad and worn symbols. On investigation, the pump powered up to a dim and discolored verify screen. The ¿up¿ arrow and contrast buttons were not responsive, the ¿down¿ arrow button responded intermittently, and the ¿ok¿ button responded properly. Removal of the keypad cover found contamination under all the button contacts. (B)(6).